Event description:
Surgical facility reports haptic bent during implantation. Wound was widened in order to remove the lens.

Manufacturer narrative:
A package was returned to consumer affairs concerning this lens complaint. However, the package did not contain the iol, as expected. Therefore, co is unable to perform an evaluation.